Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated at the service center. The complaint was confirmed. A short circuit was detected in the motor cable therefore the motor cable was replaced. When the motor cable is defective, the device will not function as intended therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/7/2017 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado hand piece with hand controls does not turn. The issue was discovered pre-operatively but is unknown what exactly happened. It is unknown if a patient or user was involved or what the outcome of the event was. It is unknown how the surgery was completed. The customer states that they have no further information.